Event description:
The MFR received info alleging a ventilator has a defective power supply. There was no pt harm or injury reported. The device has yet to be returned to the MFR for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow up report will be submitted when the manufacturer's investigation is complete.